Manufacturer narrative:
H4: the lot was manufactured from march 20, 2020 - march 21, 2020. H10: three (3) actual samples were received for evaluation. Unaided visual inspection performed did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with tap water which revealed a leak between the spike port tube and the spike port bonding area of all samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unknown location. This was identified before patient use. There was no patient involvement. No additional information is available.